Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead exhibited a lead safety switch for high impedances of greater than 2500 ohms. High thresholds were also noted for this lead. Noise and ventricular tachycardia events present were noted along with loss of capture. Isometrics were performed which could replicate the issues. This lead was surgically abandoned due to lead fracture and replaced. If add'l info becomes available this report will be updated as necessary. Despite the statement in the complaint description that the lead was surgically abandoned, a date of explant was provided.